Event description:
It was reported by the customer that when they fired the device they had to pry the handle open. The customer was able to complete the case with the device by manually pulling the device open after every clip they fired. There was no patient consequence. The device is available for analysis and will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.